Manufacturer narrative:
Additional information was added: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set with duo-vent spike alarmed "upstream occlusion". The event occurred during infusion of propofol via a spectrum infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.